Event description:
A malfunction was reported with a code displayed as malf 16. There was no adverse impact to the customer's blood glucose level since the values remained within the normal range. The customer was assisted by technical support with resetting the pump, but the malfunction persisted. Therefore, technical support decided to replace the pump. The customer reverted to an alternate form of insulin therapy.